Manufacturer narrative:
The cryosurgical system was built in 2003. The unit was received with a cracked handle. The subject tip (s/n stat01fi) dates back to 2001. The tip was installed on the unit. When activated, no popping noise was heard. The tip froze and defrosted repeatedly as designed. Three other tips were returned with the unit. Two of the tips date back to 1990 with the other 1997. All three tips had cracked insulation. All three tips froze and defrosted as designed. No conclusion can be drawn as the unit functions to specification.

Event description:
The physician was using cryosurgery to remove warts in the genital area. The physician hit the freeze button and heard a loud pop, then hit defrost with another pop. The physician hit the freeze button a second time and was able to remove the wart. At defrost, the tip shot off, hitting the patient in the anal area. Patient was given antibiotics. The wound did not require stitches as it appeared superficial. On follow up, the area looked 80% healed.